Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the therapy was working for them but then this weekend they noticed a symptom return; they asked if drinking more could cause the symptom return. It was also reported that it seemed like the stim was turned up too high since (B)(6) 2019, and over the weekend they did get stimulation turned down but now they could not get stim to go up or down. It was noted that they were on program 3 at 0.8, and max limit was reached when the patient tried to decrease stim on (B)(6) 2019, but they were still feeling uncomfortable stimulation. Troubleshooting included reviewing how to change to program 4, and the caller stated that they were setting stim at 0.5. It was recommended that they follow up with their healthcare provider about their diet and liquid consumption with the therapy, and if the symptoms continue after the program change. No further patient complications are anticipated or expected as a result of this event.